Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as pancreatitis and non-malignant pain. The radiologist called for magnetic resonance imaging (MRI) information for the patient with a pain pump that was in the emergency room (ER). The MRI was being done to rule out an epidural mass. Therapy details were not reported the physician just wanted MRI guidelines. No symptoms were reported. The results of the MRI and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.